Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor had a hole and the entire contents of the device burst out. The device contained fluorouracil 4800mg in 192ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.